Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest (calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our japanese affiliate that during a right transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system (ds) was inserted into a 16fr esheath+. The fluoroscopy showed resistance at the flex tip of the ds when it was being advanced through the distal one-third of the sheath. After the valved passed through the sheath, the ds appeared to deviate from the sheath position into the abdominal descending aorta. It was a possibility that the ds was accommodated within the liner part of the sheath due to the large vessel diameter and there were no changes in vital signs. For that reason, it was decided to continue with the procedure, and the valve was implanted. Subsequently, a 14mm dissection cavity was observed from the sinotubular junction (stj) to the ascending aorta on the right coronary cusp side (rcc). Since it was a localized dissection without expansion there were no changes in vital signs, and it was decided to manage conservatively with blood pressure control. The ds and sheath were removed and there were no abnormal findings in the ds, but the distal half of the sheath liner was delaminated from the shaft. Angiography revealed localized dissection without expansion in the abdominal aorta. Conservative treatment was decided, and the patient left the operating room intubated. On postoperative day (pod) 3, the bentall procedure surgery was performed for the dissection in the ascending aorta. It is their medical opinion that there was calcification extending from the sinus of valsalva (sov) to the stj on the rcc side, and the ascending dissection might have been caused by this calcification. The perceived root cause of the resistance between the ds and the esheath+ was unknown. There were no difficulties pulling the ds into the sheath. There were no photos or images.

Manufacturer narrative:
Sections d1, d2, d3, d4, d5, d6, d7, g3, h2, h4, and h6 component valve have been corrected.